Manufacturer narrative:
(B)(4). No product was returned for evaluation. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in the helium pathway is not able to be confirmed. No product was returned for evaluation. The root cause of the complaint is undetermined. If the sample is returned at a later date, a full investigation will be completed.

Event description:
It was reported that the event involved a patient, (B)(6) in height. While in the cvts (cardiac vascular & thoracic surgery)- ot (operating theatre) the (iab) intra-aortic balloon was prepped and inserted via the patient's right femoral artery. After 30 minutes of iabp therapy the pump (s/n (B)(4)) alarmed "possible helium alarms" and blood was noted in the line. The iab was removed and a second iab was prepped and inserted into the same insertion site. There was a 10 minute delay / interruption in iabp therapy. Per the report; "risk to the patient prevented due to alert of staff." There were no reported patient complications, or injuries. The patient expired two days after the event. Per the cardio thoracic surgeon; "the patient's death was not related to the iab rupture."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event involved a patient, 153cm in height. While in the cvts (cardiac vascular & thoracic surgery)- ot (operating theatre) the (iab) intra-aortic balloon was prepped and inserted via the patient's right femoral artery. After 30 minutes of iabp therapy the pump (s/n (B)(4)) alarmed "possible helium alarms" and blood was noted in the line. The iab was removed and a second iab was prepped and inserted into the same insertion site. There was a 10 minute delay / interruption in iabp therapy. Per the report; "risk to the patient prevented due to alert of staff." There were no reported patient complications, or injuries. The patient expired two days after the event. Per the cardio thoracic surgeon; "the patient's death was not related to the iab rupture."